Event description:
Information received from the field notes that the device could not be interrogated and there was no magnet response. An ECG revealed no pacing and the patient's intrinsic rhythm was approximately 45 bpm.